Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Xt (lot: 31122r1080) was implanted successfully reducing mr to grade 1-2. Three days after treatment at an follow-up echocardiogram, worsening mr grade 3+ was observed. The clip remained on both leaflets, but the posterior leaflet had elongated so clip movement or a leaflet tear was suspected. The patient was no experiencing symptoms.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The worsening mr and tissue injury appear to be due to the clip movement. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed for report issues. There is no indication of a product issue with respect to manufacture, design, or labeling.